Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
The customer reported that the bottom aligners are cutting into their gum and they cannot put them on all the way. Customer is also worried about this changing their bite. No additional information was reported.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.